Manufacturer narrative:
A device history record review was completed for provided material number 306553 and lot number 3026599. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd pre-filled saline syringe label information was missing. Report 1 of 2. The following was received by the initial reporter: customer reported prefilled syringe did not have label on it was a blank syringe unable to identify what it was in the pack. No graduation markings either. Another syringe was found with two labels so it appears it was a misprint with the same lot, ref and expiry.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.